Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain during a surgical procedure. It was noted that the patient received shocks due to oversensing during the ablation technique. A magnet was not used during the procedure. The device remains in use. No further patient complications have been reported as a result of this event.